Event description:
A malfunction alarm was reported, displaying a code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump and provided instructions to contact support again if the malfunction code reappears, allowing the customer to continue using the pump without further issues.